Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dta system. During an interventional procedure, the user reported cooling unit problems. The customer checked the flat detector cooling unit and noted an "off" indicator. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a defective cooling unit of the flat detector (fd). The investigation showed that the cooling unit of the flat detector (fd) became defective after 9 years of operation. According to the supplier, the cooling unit did not switch on the control relays even though the temperature sensor indicated proper conditions. The fd switched off because of the incorrect operating temperature and the system prohibits further release of x-ray, for safety reasons as designed. The affected cooling unit has been exchanged by the local service organization. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.